Event description:
While performing laparoscopic cholecystectomy, clip applier was extremely hard to fire. Another unit was obtained with same problem. Another unit was then opened and still had some difficulties, "handle was hard to fire, sticky."